Event description:
Customer stated they were in an automobile accident and was taken to the hospital for a broken ankle. While at the hospital they performed a blood glucose test on the customers device and received a result of 344mg/dl. They were given some insulin. Their blood glucose was taken on the hospitals device and the result was 105mg/dl. 10 minutes later the customer stated they were not feeling well. The hospital tested again and the request was 50mg/dl. The customer stated they did not eat breakfast this day. Controls were not in range. The customer stated that glucose strips are stored outside of the original vial. A request was made for the return of the suspect device and replacement product was sent.